Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during surgery, pacing failure was noted on the right atrial (ra) lead. The lead was not used, and the physician elected to complete the procedure with a different lead. The patient¿s condition remained stable.